Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for investigation however a device history review should be performed, and a supplemental report will be submitted. Additional contact information: (B)(6).

Event description:
The event involved a microclave® connector, and it was reported that during replacement of the patient's PICC (peripherally inserted central catheter) positive-pressure connector, fluid leakage occurred at the joint during catheter flushing. There was patient involvement, and no patient harm.